Manufacturer narrative:
Additional information: according to the information received from the field the dacapo power pack was leaking. However, to determine an exact root cause device investigation would be necessary. The concerned device has not been received for investigation.

Event description:
The user's dacapo power pack showed no function due to an electrolyte leak of the rechargeable battery.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's dacapo power pack showed no function due to an electrolyte leak of the rechargeable battery.

Manufacturer narrative:
Conclusion: according to the information received from the field the dacapo power pack was leaking. The returned device supplemental sheet for rechargeable batteries was inspected upon arrival. According to the received information, leaking electrolyte was observed in the field. Despite no mechanical anomaly of the housing being mentioned in the supplemental document, a damage to the integrity of the device might still have occurred in other locations (e.g. Crack underneath the cap). The noted leaking was likely the reason for the malfunction of the device. This is a final report.

Event description:
The user's dacapo power pack showed no function due to an electrolyte leak of the rechargeable battery.